Event description:
Clinician reported unable to place implant as there was lack of primary stability.

Event description:
Clinician reported unable to place implant as there was lack of primary stability.